Manufacturer narrative:
Other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customers reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the battery door and the bottom case by the l bracket were cracked. A review of the event history log (ehl) identified syringe plunger not in place. During the functional testing the reported issue was able to be duplicated. An impact broke the q1 chip off the plunger board. No plunger board glue present. The root cause of the issue was a result of the customer's impact to the device. Replaced plunger board, replaced cracked bottom case which comes with new battery door. Performed power up process, occlusion test and all functional tests which passed. UDI information was unknown.

Event description:
It was reported that the pump's had a loose plunger lever and a cracked battery case cover. No patient injury was reported.